Event description:
The customer returned the device stating, "there was damaged battery compartment"; during device evaluation it was found the downstream occlusion (dso) seal was detached. The event occurred during testing.

Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "there was damaged battery compartment" was confirmed during the visual inspection. Further investigation found a cracked lens and a detached downstream occlusion (dso) seal. The lens, battery compartment and the dso seal were replaced. The pump was calibrated, and the performance verification test was performed. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.